Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited sense integrity high count warning with no visible evidence of short ventricular to ventricular intervals. The rv lead remains in use. No patient complications have been reported as a result of this event.